Event description:
Procedure: lap cholecystectomy. Reportedly, when the surgeon squeezed the handle to load clip, the clip did not stay in the jaw. The clip fell out of the jaw unformed. No patient injury. Additional information received via email on 5/21/2007 stated the clip was retrieved without surgical intervention. However, surgery time was extended by 30 minutes as the result of this incident.

Manufacturer narrative:
Initial complaint description classified this incident as a reportable malfunction. Additional information was received on 5/21/2007 which changed the complaint type to serious injury based on extended o.r. Time.